Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic inflammatory disease ("inflamed pelvis") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), back pain ("back pain"), heavy menstrual bleeding ("heavy cycle bleeding"), arthralgia ("joint pain"), fatigue ("fatigue"), headache ("headache"), pelvic pain ("pelvic pain") and uterine enlargement ("enlarged uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for pelvic inflammatory disease, back pain, heavy menstrual bleeding, arthralgia, fatigue, headache, weight increased and pelvic pain were unknown. The reporter considered arthralgia, back pain, fatigue, headache, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, uterine enlargement and weight increased to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic inflammatory disease ("inflamed pelvis") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), back pain ("back pain"), heavy menstrual bleeding ("heavy cycle bleeding"), arthralgia ("joint pain"), fatigue ("fatigue"), headache ("headache"), pelvic pain ("pelvic pain") and uterine enlargement ("enlarged uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectmy). At the time of the report, the outcomes for pelvic inflammatory disease, back pain, heavy menstrual bleeding, arthralgia, fatigue, headache, weight increased and pelvic pain were unknown. The reporter considered arthralgia, back pain, fatigue, headache, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, uterine enlargement and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Malfunction sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.